Manufacturer narrative:
This complaint is related to MDR 1828100-2014-01038. The fsr cleaned the filter screen many times and tried flushing unit of debris, but this did not fix the issue. The suspect unit is plugged with calcium deposits from sitting over an extended period of time. This unit has never had preventive maintenance (pm) performed by the customer. It has been sitting in the distributors warehouse for years. The fsr did not service this unit any further. The customer received new cooler heaters from a competitor and may return the suspect unit to the distributor. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. See scanned page.

Event description:
The field service rep (fsr) reported that during preventive maintenance (pm) of the device, the cooler heater unit has low flow and "pump not primed" warning alarm would sound. The warning light was illuminated in the cool down mode, heat mode, and defrost mode. This occurred while he was doing a loaner install inspection. There was no pt involvement.